Event description:
On (B)(6) 2013 end user reported that the adhesive on the device pulled off some of her skin and left a blister.

Manufacturer narrative:
Aso reviewed the following records for testing performed on material used for this type of product. Cytotoxicity study using the iso agarose overlay method - (B)(4). All testing was acceptable.